Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 08/14/2025. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that relative to an unspecified procedure, two perclose devices would not deploy. Hemostasis was achieved with an unspecified method. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D1: correction (brand name) from unk perclose to perclose¿ prostyle¿. D2a: correction (common device name) from vessel closure suture to device, hemostasis, vascular. D3: correction (manufacturer establishment name, address, city, state, and postal code) d4: corrected lot number from unknown to 5061741. D4: model # correction from unk perclose closure to 12773-02. D4: catalog # correction from unk perclose closure to 12773-02. D4: corrected primary UDI number from unk to (B)(4). H6: medical device problem code 2610 was removed.

Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with an 8f sheath. Reportedly, with two devices, a suture break occurred during deployment. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.